Event description:
It was reported that the system 2600 would not initialize prior to a procedure and generated delay. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the safety interlock key on the workstation was in the off position preventing the system from initializing. The key was switched to the on position. The system was tested and found to be working as intended and placed back into service.